Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 8cm balloon. The balloon appears to have been previously inflated. A partial circumferential outer catheter break was noted at the proximal balloon glue joint. The edges of the break were examined under microscopic magnification (20x) and were observed to be slightly jagged. The inner polyimide was intact at this location. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a partial circumferential outer catheter shaft break at the proximal balloon glue joint. The investigation is unconfirmed for cracked catheter. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon dilatation catheter shaft was allegedly cracked just proximal to the balloon. There was no reported patient injury.